Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The usm was analyzed, and the reported failure was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode as error 25734 was triggered. The usm also failed the fiber test. The issue was related to the defective clockspring, parallelogram and rolling loop fibers.

Event description:
It was reported that during a da vinci-assisted ureterectomy surgical procedure that error faults were observed on universal side manipulator (usm) arm 2. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of the error fault on usm arm 2. The site tried to power cycle the patient side cart (psc) but the error fault returned at power up. The site disabled usm arm 2 and completed the procedure with no reported patient injury.